Manufacturer narrative:
The lens was returned inside a small plastic specimen jar with a screw top lid. The lens was returned submerged in clear solution. The optic was cut horizontally from edge to edge. Only one half was returned. No damage was observed to this half. The other half of the lens could not be evaluated because it was not returned. Product history records were reviewed documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic were indicated. The root cause cannot be determined for the reported event. Only one half of the explanted lens was returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up information indicated that two weeks after initial implantation the lens was explanted and a monofocal/toric lens of same power was implanted instead. The surgeon indicated that the lens was exchanged due to patient did not like the quality of the vision. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) due to rotation with a patient report of "cannot see good out of it". Additional information was requested however, further information has not been received.